Event description:
Hospital advised that morphine was prescribed to be set up at a rate of 4ml/hr. The nurse reported an overinfusion. The hospital biomedical engineer found the rate set at 125ml/hr and the volume infused at 314 ml. There was no pt consequence.